Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky or unresponsive buttons. The customer's blood glucose value was unknown. Customer reported that insulin pump had rejected brand new batteries and occasionally, buttons were sticky and harder to push also the plunger on reservoir would get stuck and not deliver insulin with random no delivery alarms which was forcing customer to change set and rewind. The device will not be returned for analysis.